Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, computed tomography scan reportedly identified a loss of distal seal on the left (contralateral) side, and a type ib endoleak. No aneurysmal enlargement was reported. The cause of the loss of device apposition is not known. On (B)(6) 2016, the patient underwent a re-intervention procedure whereby an excluder iliac extender component was implanted to extend the stent-graft system distally on the left side. The type ib endoleak was resolved and the patient tolerated the procedure.